Event description:
Report rec'd from (B)(6) indicating that during a craniotomy procedure, while performing a burr hold with a drill, the sheath of the hose "exploded." The surgeon experienced a contusion to his arm, requiring ice and the application of corticosteroid cream. Surgery was delayed for twenty mins. The pt was reported to be awake during the surgery and the pt directly perceived the event; however, did not experience any side effects. The prolongation of the surgery required an increase in medication "submitted" to the pt. Though requested, add'l info related to the pt outcome has not been rec'd.

Manufacturer narrative:
Though requested, the device has not been rec'd for eval. Should add'l info become available, a supplemental report will be initiated. (B)(4).